Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) powered off on its own and will not power back on while monitoring patients. No patient harm was reported. The bme is requesting a loaner to be sent to them and sent their cns into nihon kohden for inspection and service. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: the following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: (B)(6) 2022 emailed biomedical engineer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2022 emailed biomedical engineer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2022 biomedical engineer replied via microsoft outlook and stated they are not at liberty to provide the information requested as they were only requested by the customer to report the incident and to get the loaner sent to the customer and get the return authorization number to return this unit to nk.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) powered off on its own and will not power back on while monitoring patients. No patient harm was reported. The bme is requesting a loaner to be sent to them and sent their cns into nihon kohden for inspection and service.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) powered off on its own and will not power back on while monitoring patients. No patient harm was reported. The bme is requesting a loaner to be sent to them and sent their cns into nihon kohden for inspection and service. Service performed : evaluation performed by nihon kohden repair center was able to duplicate the reported issue of cns-621ra not powering on. The evaluation found that the unit needed a power supply replacement to resolve the issue. Atx power supply is no longer available so the customer was sent an exchange unit. Investigation performed: the cns-621ra serial number (B)(6) does not have servicing history related to the power supply since it was delivered to the customer in (B)(6) 2012. As such, it is likely that the root cause of the boot failure is power supply failure due to aging or wear and tear. Complaint history review does not reveal any additional complaint related to boot up issue. Further action is not warranted. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) powered off on its own and will not power back on while monitoring patients. No patient harm was reported. The bme is requesting a loaner to be sent to them and sent their cns into nihon kohden for inspection and service.